Event description:
The guidewire became stuck in the attempted lv lead. The lead was not implanted (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).